Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot/serial #: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 21-sep-2020, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that they removed the device and the lead broke, so there is about 3 inches of the lead fragment remaining in the patient. Additional information was received from a health care professional on 2019-jun-11. It was reported that the cause of the lead breaking was that ¿dense adhesions were lysed. Lead was firmly stuck at level of sacrum.¿ the patient was referred to a spine surgeon, but the lead fragments being left in had not yet been resolved.